Event description:
Pt implanted in vermilion border 1/29/98. Onset of swelling, discomfort, implant extrusion and infection 1/29/98. Pt treated 2/13/98 with warm compresses and duricef. Implant explanted 2/20/98 and treated with duricef 2/20/98.